Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that 3 of their channels kept turning off and they needed to contact the rep and the earliest they could be seen was july 23rd. It was noted the patient had 7 channels. The patient stated they were peeing themselves. Clarification and the event date of the reported event were not collected due to caller escalation. Additional information was received. The healthcare provider reported that the programming was functioning as expected. No further complications were reported or anticipated.